Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient and during transport, this 980 ventilator shut down and lost power. The device was available for evaluation. A review of the ventilator logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The service personnel (sp) inspected the unit and confirmed the reported event in logs with code "system starting up after power failure" but could not duplicate the reported event. Sp upgraded the software to ah and performed the extended self test (est) and the short self test (sst) successfully. Sp additionally found unit's primary and extended batteries were due for replacement and advised the customer to replace batteries. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event could not be determined. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient and during transport, this 980 ventilator shut down and lost power. The patient was t ransferred to an alternate ventilator without injury.